Event description:
It was reported by the patient's mother that this vns patient listed above experienced efficacy with the vns for the first year, but since, the patient has experienced an increase in seizures. It was stated that the patient has been to multiple neurologists and has tried nearly every medication on the market. No additional relevant information has been received to date.